Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a severely calcified coronary artery. A 3.00x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: stent delivery system was returned for analysis. A visual examination of the stent that stent struts on the proximal stent rows 8-12 were damaged and misaligned. The undamaged mid-section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. A hypotube break was also noted at distal edge of strain relief. The types of damages noted are consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the stent was dislodged while crossing the lesion. The dislodged stent was not removed and remained in the left anterior descending artery. A non-bsc was implanted to pin the dislodged stent to the vessel wall.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was dislodged while crossing the lesion. The dislodged stent was not removed and remained in the left anterior descending artery. A non-bsc was implanted to pin the dislodged stent to the vessel wall.